Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number 2580496 event occured in the united states it was reported that the patient faced an adhesive malfunction on (B)(6) 2026 after the infusion set was accidentally pulled out by the patient. No further information is available.